Event description:
During echocardiogram, the electrical outlet caught on fire. The prong on the machine was damaged. Phillips rep and biomed investigated. Appeared to be issue with echo machine cord/plug.